Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and failed due to a damaged display window. The receiver was charged and turned on to see if it would boot up normally, but it would not turn on. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not be run on the functional tester because the receiver would not turn on. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio was undetermined. A probable cause could not be determined.